Manufacturer narrative:
Pump received with loose/protruded drive support disk. End cap broken off, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was cracked and the drive support cap was pushing out during fill tubing. Blood glucose level at the time of the incident was 200 mg/dl. The customer also reported that the device was repeatedly exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.